Event description:
It was reported that the patient had a syncopal episode vs. Temporary loss of consciousness. This occurred once while driving in the back seat of the car. Log file review did not capture any unusual events. It was additionally reported that no cause for syncope was identified. A transthoracic echocardiogram (tte) with definity was performed and found that the patient had an irregular heart rhythm. It was unknown whether the patient had a history of arrhythmia prior to implant and this arrhythmia was not thought to be device related. As of 26occt2022, the patient was stable at home and remained listed for transplant. Tte also showed minimal aortic valve regurgitation, minimal mitral valve regurgitation, mild tricuspid valve regurgitation, and minimal pulmonic valve regurgitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. It was noted that the log file consists of persistent pulsatility index (pi) events. No notable alarms were recorded within the file. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU),rev. C, is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.